Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2016-00281. It was reported the patient was in a car accident and subsequently began experiencing uncomfortable right side stimulation from her scs system. X-rays taken indicated the patient's lead migrated slightly. An sjm representative met with the patient and was able to provide some effective right side coverage through system reprogramming. Surgical intervention may take place at a later date to further address the issue. As it is unknown which lead is the right positioned lead, all possible lots are being reported.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2016-00281. Additional information received identified surgical intervention took place on (B)(6) 2016 at which time the right positioned lead was explanted and replaced. Effective stimulation coverage was reportedly restored postoperative.